Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that while using a hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) it was noted that there was liquid into the scope. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the liquid was inside the scope post-process. The complete system was replaced to resolve the issues as scope was deemed not repairable improper of maintenance or lack of cleaning can be the most probable root causes of liquid in the scope. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that there was liquid inside the hd epscp, 4.0, 30, 167, mitek device. During in-house engineering evaluation, it was determined that there was liquid inside the scope post processing. There was no patient consequence nor surgical delay reported. No additional information was provided.